Event description:
On (B)(6) 2020, neotract was made aware of a real world retrospective study patient who underwent a successfully completed prostatic urethral lift (pul) procedure on (B)(6) 2018. Post procedure, it was reported that the patient experienced urinary tract infection (uti) requiring hospitalization for two days. On (B)(6) 2020, neotract received additional information that the patient received a PICC line for outpatient antibiotic treatment for six days. The uti was reported to be resolved.